Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 37 mg/dl. The customer stated that he ate and his blood glucose rose to 42 mg/dl. The customer was assisted with programming the pump. The customer was assisted with programming the basal rates, bolus wizard, fixed prime, meter ID, alert type and max basal. The customer stated that he also received a button error with the new pump. The customer declined to troubleshoot for low readings.